Manufacturer narrative:
Qc was run before and after the event and recovered within specifications. Raw data was requested but not provided for this investigation. A service call was generated but later cancelled. The instrument did generate instrument flags for 5 of the 9 specimens, which prompt the operator to further review the samples. The root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous high basophil differential results generated by the coulter lh500 analyzer for multiple patient samples. A total of nine patient specimens were affected; four of the specimens did not have any instrument generated flags or messages on the initial result recovery. All nine samples were rerun an a different instrument and recovered lower basophil differential results. No manual differential were performed. The erroneous results were not reported out of the lab. No death, injury or change to patient treatment is associated with this event.